Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was moved by surgical staff and then returned to its original location. After being reconnected and rebooted, the device still did not communicate with the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that station not communicating. A technical support specialist (tss) confirmed that the issue had been resolved on the customer's network. The station was communicating properly, and normal operation had been restored. Tss later identified that the issue was caused by a network problem. The logs showed network errors such as 'incorrect server address' and 'no dns entries exist for host'. The system functioned as intended after the technical support specialist (tss) and customer's network team investigated the issue.